Manufacturer narrative:
It was reported through a emergency support program (esp) that during use of the cardiosave intra aortic balloon pump (iabp), a leak in iab circuit alarm occurred once. Patient involvement was reported, however no patient harm or injury occurred. Troubleshooting confirmed that there was no blood, discoloration, or debris in the helium tubing and all connections were secure. The user was guided to perform appropriate actions, including use of the iab fill function. Based on the assessment, the alarm was considered likely related to clinical conditions. Guidance was provided on monitoring and follow up if the alarm recurred.

Event description:
It was reported that the cs300 had leak in iab circuit alarm during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - b5, h6 (investigation findings).

Event description:
It was reported through a emergency support program (esp) that during use of the cardiosave intra-aortic balloon pump (iabp), a leak in iab circuit alarm occurred once. No harm or injury to the patient was reported.